Event description:
It was reported that the customer's pump did not recognize the cartridges, resulting in a cartridge change error even after trying with different cartridges. The reported blood glucose level was 180 mg/dl. The customer planned to return the device, and a replacement pump with a new serial number was provided. There was no additional information received regarding any further outcomes of the event.